Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an act button that was sticking. The customer declined to provide the blood glucose reading. Troubleshoot and further assistance was declined. Nothing further reported.